Manufacturer narrative:
(B) (4): physio-control evaluated the device and verified the reported failure. The therapy board pcb assembly was replaced and then proper device operation was observed through functional and performance testing. The device was returned to the customer for use.

Event description:
It was reported that the device was failing the user test and had an error code in memory that indicates a potentially critical failure. There were no reports of patient use associated with this event.